Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. The patient treated via insulin pump bolus and went back to sleep. When she woke up her blood glucose was 162 mg/dl. During troubleshooting the customer was able to resolve the no delivery issue with an infusion set and reservoir change. The insulin pump was not returned for analysis.